Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump screen was intermittently going blank. As mitigation, the roller pump was controlled on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display assembly and performed verification/release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.